Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 551265, expiration date 07/31/2011). (B)(4).

Event description:
Caller states patient received results in the 380's (mg/dl) on inform system 1 and 115-120 mg/dl on inform system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.